Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported the safsite did not closed causing blood to leak from the IV cannula. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging confirming the reported lot number was provided by the facility for evaluation. One photograph was also provided. Visual examination of the sample noted slight damage to the lip of the female luer. The sample was leak tested per specification and was found to leak at the same area as the observed damage. No conclusions could be made based on the photograph. The reported defect was confirmed. Further evaluation confirmed that the plunger loader was found to be out of alignment causing damage to occur on the female port. Maintenance instructions were updated to inspect all plunger vacuum pickup heads for excessive wear and damage. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.